Manufacturer narrative:
Investigation summary: no samples were returned therefore the investigation was performed based on the photos provided. Three photos of a 0.3ml bd insulin syringe from lot# 8337709 were provided. The customer reported that when opening the last syringe in the package, she found it without the needle. The photos were examined, and it was observed that the needle hub/shield assembly was separated from the barrel. No damage was observed on the barrel tip. Manufacturing ((B)(4)) will be notified of the observed issue. A review of the device history record was completed for batch #8337709. All inspections and challenges were performed per the applicable operations qc specifications except as noted below. There was one notification [(B)(4)] noted that did not pertain to the complaint. There was one (1) notification [(B)(4)] noted for cracked hubs. As no samples were received the investigation concluded: confirmed: bd was able to duplicate or confirm the customer¿s indicated failure based on the photos received (hub separates). Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. CAPA#(B)(4) has been opened to address this issue.

Event description:
It was reported that the bd ultra-fine¿ needle hub separated from the bd insulin syringe barrel. The following information was provided by the initial reporter, translated from (B)(6) to english: customer got in touch to inform that when opening the last syringe in the package, she found it without the needle, there was no use of the material, the syringe would be used in the clinic for procedures with dermatological purposes. Via bd investigation: it was observed that the needle hub/shield assembly was separated from the barrel.